Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of a transcatheter bioprosthetic valve, there was no resistance noted when inserting the delivery catheter system (dcs) into the right side access site. Of note, the femoral/iliac artery was tortuous. The valve was recaptured twice due to a high deployment. During the second recapture, the capsule of the delivery catheter system (dcs) ruptured. A surgical cut down of the access site was required to allow the dcs to be removed without injury to the patient. The system was removed without injury. The dcs and valve were replaced with a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The device was received with the capsule partially separated, and damage was noted in the outer polymer layer. The device was returned with tip retrieval components separated. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for capsule separation and unable to recapture could be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) was not difficult to remove and that the surgical cut down was performed in order to avoid injury. When the physician attempted to recapture the valve, the capsule bent and was unable to be fully recaptured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: the complaint device was returned for analysis. No procedural images or fluoroscopic load check images were submitted for review. Recapturing is a feature of the delivery catheter system (dcs) that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Delamination was observed on the capsule of the returned dcs, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy. The device was received with the tip retrieval components partially separated; however, the description of the event does not indicate that this damage occurred during the reported issue. The separation may have occurred during transit of the device; however, this cannot be confirmed. The device was received with the capsule partially separated, and damage was noted in the outer polymer layer, confirming the reported event. Capsule damage occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. A device history record review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.